Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was malignant pain (breast). On 30-jun-2016 it was reported that on (B)(6) 2016 the patient had heat at the pump pocket, increased pain, and diaphoresis. The patient was questioning if the battery could malfunction and cause heat into the pump pocket. The physician's office was closed. The patient was told to go to the ER (emergency room) for assistance with pain management and to rule out infection at the pocket. It was noted that the patient denied an audible alarm but was hard of hearing so she may not hear it; there had been no error codes on the ptm (personal therapy manager); and the patient was a cancer patient and had skin lesions removed last week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.